Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit functions intermittently and goes to standby on its own.